Event description:
It was reported by the customer that a pyxis medstation es system had multiple drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 not detected on bus and module control board not working the field service engineer removed drawer and reset raw board cable, checked all cubie tray. The issue was resolved by replacing drawer control board. The system functioned as intended after the field service engineer troubleshooted the device.